Manufacturer narrative:
The customer reported that the intraoperative pressure (iop) was elevated and the control had to be adjusted to zero (0). There may have been a pressure leak. The touchscreen also had no response. Additional information was requested with none received to date. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event(s). However, the screen was recalibrated as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported ¿elevated intraocular pressure (iop)¿ cannot be determined conclusively. The root cause of the reported ¿unresponsive touchscreen¿ can be attributed to touchscreen drift. However, how and when the touchscreen began to drift cannot be determined conclusively. An internal investigation has been opened to address the touchscreen issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were intraoperative pressure control issues during a surgical procedure. The touchscreen also had no response. Additional information has been requested.